Manufacturer narrative:
It was reported that a split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that there was a damaged split was noted at the tip of the dilator. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, an exception was initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 14f amplatzer amulet delivery sheath was chosen for a left atrial appendage occlusion (laao) procedure. During procedure, the physician inserted the sheath was over an amplatzer super stiff wire, the tip of the sheath split into a duck beak. The sheath was replaced with a 14f amplatzer amulet delivery sheath and completed the laao procedure without any problems for the patient. There was no reported complications to the patient. The patient was reported stable.